Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-052 ¿call service alarm¿ occurred 3 or more times within a 30 day period. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/18/2015 with the following findings: several cs-052 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the pump history and black box data. The pump was exercised for 24 hours, during which no cs-052 'call service alarms' were observed: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications.